Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple pump error alarm. The customer's blood glucose was 8.1 mmol/l at the time of incident. The customer was able to clear the alarm but unable to rewind the insulin pump. Troubleshooting was performed and the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime seating, basic occlusion, force sensor, active current measurement and self test, however device received with unexpected battery power loss and high sleep current measurement due to corroded battery tube. No inter processor communication error or an error in the motor was detected by reading unexpected value from hall sensor error alarm noted during testing, however unit received with corroded motor home switch. Software error found in the device history due to corroded electronic assemblies.